Event description:
It was reported that the lead took two attempts to be implanted successfully. Subsequently, the lead developed high thresholds, but it remains in use. The patient is enrolled in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.